Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00044, 3012447612-2017-00118, and 3012447612-2017-00119.

Event description:
It was reported that the tips on three drivers bent over time. This was detected during a routine kit inspection so there were no specific surgeries and no patient adverse events associated with these drivers. This is report one of three for this event.

Manufacturer narrative:
The three drivers were evaluated. They all had varying degrees of bent material at their tips, likely from repetitive usage. There were no manufacturing issues detected which would have contributed to this event.